Event description:
Knee pseudo septic arthritis (arthritis). Case description: spontaneous report received on (B)(6) 2009 from a physician regarding a male patient (age and initials unknown). The patient's relevant medical history includes previous two or three series of synvisc injections and gonarthritis. On unspecified dates, the patient received synvisc injections administered via intra-articular route at a dose of 2ml one week apart. In (B)(6) 2009, 24 hours following the first synvisc injection, the patient experienced pseudo-septic arthritis. The synovial fluid withdrawn from the knee was almost clear. The patient was treated with antalgic drugs, oral corticosteroid celestene (bethametasone), icepack and rest was recommended. The physician did not assess the intensity of the reported event. As of the date of receipt of this report, the patient recovered. The physician assessed the relationship between the reported event and synvisc as related. Please refer to (B)(4) for events reported by the same physician.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.